Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated that her husband noticed she was semi-incoherent and called the paramedics. The paramedics took the patient¿s glucose level, which was 34 mg/dl, and treated the patient with a glucose IV and oral glucose gel. Additionally, the paramedics offered to take the patient to the hospital, however the patient refused and went to see her endocrinologist instead. At the time of contact it was reported that the patient was recovering. Additionally, it was reported that the patient was taking medication containing acetaminophen. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. No additional event or patient information is available. Labeling indicates: taking medications with acetaminophen (such as tylenol or excedrin® extra strength) while wearing the sensor may falsely raise your sensor glucose readings. The level of inaccuracy depends on the amount of acetaminophen active in your body and is different for each person.